Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The manufacturer's field service engineer (fse) replaced the oxygen sensor and the issue was resolved. The oxygen flow sensor was returned to the manufacturer for failure analysis. During testing and no fault was found with the sensor. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer an external oxygen sensor failure and that the unit would not pass extended self testing (est). No patient/user harm reported.